Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one valeo expandable biliary stent was returned to evaluation. During visual evaluation, the stent was noted to be dislodged proximally from its original location of the balloon, no other anomalies noted. Crimping marks were noted on the balloon under microscopic examination. No functional testing performed due to the nature of the complaint. As the returned device confirms the stent was dislodged from its original position of the balloon, the investigation is confirmed for the reported stent dislodgement. A definitive root cause for the reported stent dislodgement could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 05/2024), g3. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of a stent placement procedure, the stent allegedly came off of the balloon prior to deployment and it was unable to be used. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a stent placement procedure, the stent allegedly came off of the balloon prior to deployment and it was unable to be used. There was no patient contact.